Event description:
It was reported that hypotension and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman laa closure & delivery system (wds) was positioned in the laa. The 27mm device was deployed but did not meet release criteria and was fully recaptured and removed. Then, a 33mm watchman laa closure device was successfully implanted. Several hours after the procedure while the patient was in recovery, the patient developed hypotension. A transthoracic echo was performed and a moderate pericardial effusion was discovered around the left ventricle and apex. A pericardial drain was placed and the effusion was drained. The patient's hemodynamics stabilized.